Event description:
A us dist contacted zoll to report that electrode belt sn (B)(4) did not secure with a monitor.

Manufacturer narrative:
Device eval summary: device evaluation of the electrode belt sn (B)(4) has been completed. The reported problem (does not secure with a monitor) has been confirmed. Upon investigation the connector latch on the trunk cable was broken. The cause of the failure was the broken connector latch. The root cause for the broken connector latch could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged belt.